Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient attempted to reuse the same used disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient had reused single-use supplies. This occurred during drain cycle two of five of peritoneal dialysis therapy. The patient disconnected and then set up the homechoice with the same empty bags and cassette. The technical service representative assisted the patient in ending therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.